Event description:
It was reported that the lead exhibited high threshold of 8 v at 1.0 ms due to dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.